Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 244 (mg/dl). Reportedly, customer stated that they had eaten a meal with a high amount of carbohydrates and did not deliver a bolus after the meal. Customer administered an insulin injection to treat their bg level.